Event description:
This report was originally submitted on 04/05/2019, and is being resubmitted on 06/04/2020 as the original report failed to go through. Unit was going to go to repair due to having power issues as it would not power on. Unit was stored in warehouse when worker noticed smoke coming from behind the counter. Inlet filter of unit appears to have caught fire - the repair technician suspects it's possibly from the heat of the circuit board. Unit was not plugged in to power at the time, however the battery was in the unit the entire time.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Unit was returned for an evaluation. Based on the damage found in the unit, it can be concluded that the incident started internally. It can be seen that the incident started from the motor control board. The incident happened long enough in order to burn the filter and casing in front of the motor control board. The motor control board from the unit was compared to a new motor control board for resistance across the planes. The board on the unit measured 14.3 ohms while the new board measured 351.3k ohms. No other internal parts were damaged during the event other that the filter and a small section of the front plastic. From these observations, the incident started from the motor control board.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. During further investigation, the following was identified: (B)(6) performed an extensive root-cause analysis and failure investigation. (B)(6) did not identify any design issues to cause this failure mode. (B)(6) focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Event description:
This report was originally submitted on 10/25/2019, and is being resubmitted on 06/11/2020 as the original report failed to go through. Unit was going to go to repair due to having power issues as it would not power on. Unit was stored in warehouse when worker noticed smoke coming from behind the counter. Inlet filter of unit appears to have caught fire - the repair technician suspects it's possibly from the heat of the circuit board. Unit was not plugged in to power at the time, however the battery was in the unit the entire time.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on (B)(6) 2018, and is being resubmitted on (B)(6) 2020 as the original report failed to go through. Unit was going to go to repair due to having power issues as it would not power on. Unit was stored in warehouse when worker noticed smoke coming from behind the counter. Inlet filter of unit appears to have caught fire - the repair technician suspects it's possibly from the heat of the circuit board. Unit was not plugged in to power at the time, however the battery was in the unit the entire time.